Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were informed by their dentist they have a posterior open bite 4-5mm overjet and overcrowding that the aligners would not be able to correct. They were recommended to stop wearing the aligners to see if the patient's open bite would improve. The aligners have caused 2 chip teeth with the way their bite is.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Patient emailed us back a month alter stating they had an additional tooth fracture.